Manufacturer narrative:
One cadd ms3 pumps was returned for analysis with scratched screen and damage front housing. The customer's reported problem of "return for service" error message was confirmed. Service replaced the faulty motor, and mp board. The scratched screen and damage front housing was also replaced. The pump passed all final functional and delivery testing. The source of the reported problem is unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "return for service" error message. It was noted that changing the batteries made the error code disappear and the pump operated as expected. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this patient had a backup pump at the time of the event and was able to resume infusion. No adverse patient effects were reported.